Manufacturer narrative:
The "unique identifier (UDI) #" was updated to "n/a" as this is not applicable to this device since this device was manufactured in 2011. The device was returned and evaluated. The evaluation concluded component failure/liquid ingress.

Event description:
Consumer alleges when he plugged his scooter in to charge he allegedly heard a loud fizzle, along with sparks and allegedly a fire suddenly emitted from the charger.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device, or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges when he plugged his scooter in to charge he allegedly heard a loud fizzle, along with sparks, and allegedly a fire suddenly emitted from the charger.